Event description:
It was reported that the patient presented in the operating room for a device upgrade, insulation abrasion at suture sleeve was observed. No electrical abnormalities were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.